Manufacturer narrative:
A gehc biomed performed a checkout of the equipment and confirmed the reported complaint. The hospital made a decision to remove the unit from service and replace with a new anesthesia machine, date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the caster broke off the base. There was no report of patient involvement.